Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal (unit) controller card (ucc) board due to intermittent heat and under/over voltage errors. Fse installed new card cage fan assembly as per recommendation by tse. This is due to intermittent heat related errors in logs. The card cage fan assembly is a scrap item and will not be returned for isi evaluation. The system was tested and verified as ready for use. Isi received ucc cfg involved with this complaint to perform failure analysis. This ucc cfg unit was installed and tested on the final test system 1 but failed to power up/communicate with the patient side cart.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the site had a non-recoverable error had occurred the doctor came to the phone and further described that the system had been powered on and idle for over one hour and then an error occurred. Customer power cycled the system and another non-recoverable error occurred. Customer power cycled again the system powered on without errors. Surgeon opted to swap the patient cart from another system to continue the procedure. System logs confirmed several errors indicating an over temperature condition reported by the psc followed by over current fault reported by the patient cart controller (pcc3) universal (unit) controller card (ucc) and then a voltage fault indicating severe over or under current reported by the pcc3(ucc). The procedure was converted to another da vinci system. The field service engineer (fse) called site to go over the logs. They checked for dust buildup or anything that would cause an over temp or restrict airflow. He did not find anything that would contribute to the over temperature issue. The fse is going to make sure all dust is cleaned, replace the ucc and fan tray and psc fan. They will then test and monitor as needed. The following additional information was obtained: the system functionality was checked upon powering on the system. The system initially powered on without errors. Technical support (dvstat) contacted for troubleshooting and troubleshooting was completed. The patient was transferred under anesthesia to another or with a different robot. The procedure completed robotically. The customer converted to another da vinci system after the start of the procedure due to a non-recoverable error.